Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed stent damage. Two struts on the proximal end were lifted or bent distally. Further inspection presented no other damage or irregularities. The balloon was tightly folded with the stent in between the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR# 2134265-2011-00823 it was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.0x8mm apex balloon was advanced for predilatation. Next, a 12x2.5mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion and it was noted that the stent was damaged. Further dilatation was performed with a 2.0x8mm nc quantum apex balloon before advanced a second 12x2.5 taxus liberte sds. This device did not cross and it was also noted that the stent struts were lifted. The procedure was successfully completed with a 2.5x12mm promus sds. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MFR# 2134265-2011-00823. It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.0x8mm apex balloon was advanced for predilatation. Next, a 12x2.5mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion and it was noted that the stent was damaged. Further dilatation was performed with a 2.0x8mm nc quantum apex balloon before advanced a second 12x2.5 taxus liberte sds. This device did not cross and it was also noted that the stent struts were lifted. The procedure was successfully completed with a 2.5x12mm promus sds. No patient complications were reported and the patient's status is ok.